Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 1.5 months after the dental implant and maxillary prosthesis were placed in ada site 7 in the mouth, the implant did not achieve osseointegration in type iii bone. Clinician noted the patient's pain, mobility and insufficient bone quality/quantity. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Event description:
The clinician reported that 1.5 months after the dental implant and maxillary prosthesis were placed in ada site 7 in the mouth, the implant did not achieve osseointegration in type iii bone. Clinician noted the patient's pain, mobility and insufficient bone quality/quantity. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the reporton behalf of neodent - jjgc.